Event description:
Healthcare professional reported within four weeks of injection with 2 syringes of juvederm ultra plus xc in the cheeks, corner of left marionette line, and bilateral jaw lines pt experienced burning and developed swelling at the injection sites. Pt was treated with "solodyn and augmentin." During a follow-up assessment, the injecting healthcare professional noted continuation of burning, swelling and a lump on the left cheek. Pt was prescribed prednisone, kenalog, and doxycycline. Pt refused the use of hyaluronidase as the pt liked the results of the juvederm, in spite of the "puffiness and swelling." Healthcare professional noted the prednisone and doxycycline worked "great" but as soon as pt discontinued the medications the symptoms "came back." At this point etiology of symptoms has not been diagnosed; however, the healthcare professional believes the pt had a "hypersensitivity reaction."

Manufacturer narrative:
Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.